Event description:
The lay user/pt contacted lfs in 2009 alleging inaccurate high readings on the pt's one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the pt to contact mss to obtain further clinical info. The pt mentioned that the day prior to contact lifescan, she obtained high readings when using a newer vial of test strips than the vial she had used before. She claims her readings went from 182 with the old vial of test strips to 542 using a new vial of test strips within 3 minutes from one another. The other readings the pt obtained were as follows 544 mg/dl, 420 mg/dl, 475 mg/dl, 188 mg/dl, and 288 mg/dl. It is unk whether these readings were on the new vial of strips, the old vial, or both. There is also no info on the exact symptoms the pt had exhibited and how long symptoms lasted. The pt mentioned that approx 3 hours later, the pt exhibited symptoms of low blood glucose; however, symptoms were not provided. The pt drank a glass of juice and ate 1/2 a jelly sandwich. The pt did not seek any further medical attention or contact her physician for assistance. A qc test was not done since the pt did not have any control solution. Product was replaced. The complaint is being reported since the pt alleged that due to the elevated readings she had obtained on the meter, she later developed low blood glucose symptoms and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.